Event description:
It was reported to the manufacturer that the vns pt's device showed high lead impedance during diagnostic testing at an office visit following implantation surgery. Diagnostic tests were re-run at the visit and the results were within normal limits showing the device was functioning properly. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.